Manufacturer narrative:
Thermogard xp ivtm system (B)(4) was returned for evaluation. The customer reported complaint was confirmed during event log and initial functional testing. The root cause was due to a shortened connector (connection between the power supply and cooling engine). The connector was replaced to remedy the fault. A review of the event log was performed and found error message tcmid: 02 (ce danfoss error) and tcmid: 06 (ce post failure). During functional testing, the coolant pump was not turning. Further testing found burned contacts at p21/j21 connector (connection between the power supply and cooling engine). Lack of power supply resulted in error message tcmid: 02 and no circulation in the evaporator resulted in error message tcmid: 06. The console has passed all final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system (B)(4).

Event description:
It was reported that the thermogard ivtm system (B)(4) was displaying error message tcmid: 02 (too many communication timer events) and tcmid: 06 (ce post failure). No other information was provided.